Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the left anterior descending artery. A 6f sheath was introduced and after engaging the lesion with a 3.5 non-bsc guiding catheter to cannulate the left main artery, a pt 2 guide wire was used to cross the lesion. A 3.00x20mm promus element plus drug-eluting stent was then advanced for treatment. However, it was noticed that the shaft of the stent was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.